Event description:
The reporter stated that the male luer slip on the t connector disconnected from another MFR's angiocatheter resulting in a blood loss of approximately 20cc on a premature infant (33 week gestation). A 10cc packed red blood cell transfusion was given.